Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 283 mg/dl back to back with a result of 128 mg/dl using the compact plus system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated the strips were no longer available and so no product will be returned for eval.